Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. It should be noted that the esprit btk everolimus eluting resorbable scaffold system instruction for use (IFU) states: post-dilation is strongly recommended for optimal scaffold apposition. When performed, post dilation should be performed at high pressure with a non-compliant balloon up to 0.5 mm larger than the nominal scaffold diameter. In this case, it appears the IFU deviation related to failure to follow instructions contributed to the reported event. Based on the information received, the investigation determined that the reported issue appears to be related to user error; however, the reported treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 2017- failure to follow steps / instructions.

Event description:
It was reported the procedure was to treat a lesion in the tibioperoneal trunk (tpt). The esprit btk scaffold was implanted without issue however during post dilatation, a 5.0mm balloon was used, which is larger than specified, and the scaffold became damaged. Another esprit btk was implanted as treatment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.